Event description:
It was reported to boston scientific corporation on november 29, 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, around three minutes into the ablation, the water was seen gushing out of the cervix resulting in the cervix and vagina being burned. They took four liters of saline and poured it over the burnt area to cool it down. It was treated with burn cream after they had cooled it down. Patient was then sent home. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on january 8, 2018. The patient is reported to have "healed okay." Note: an associated MFR report #3005099803-2018-00036 has been submitted pertaining to the genesys hydrothermablation endometrial ablation system used during the same procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, around three minutes into the ablation, the water was seen gushing out of the cervix resulting in the cervix and vagina being burned. They took four liters of saline and poured it over the burnt area to cool it down. It was treated with burn cream after they had cooled it down. Patient was then sent home. An additional attempt has been made to obtain follow up event details with no response from the clinician.